Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Review of the event history log found force sensor test error. Unable to duplicate the force sensor test error at power up and all the reading of force sensor within the required specifications. Customer noted to have manipulated the pump during it self-test, by entering the biomed code 2580 customer was able to clear the force sensor test error. This confirms the reported customer complaint, and the problem source has been determined to be user interface.

Event description:
Information was received that device has force sensor failure. No adverse effects reported.